Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 600mg/dl. The customer states they treated with pump and manual injections. Troubleshoot was conducted. The device alarmed for no delivery during high pressure testing. The customer was advised to conduct full set, reservoir, and insulin change. Troubleshoot for keypad anomaly was conducted. The act button was unresponsive. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to flattened esc and act buttons dome switch. Inspected lcd connector and no unlocked connector noted. We were unable to perform the displacement, rewind, basic occlusion, occlusion, prime and no delivery test due to button/keypad anomaly. The insulin pump received with cracked battery tube threads and minor scratched display window.